Event description:
During incoming inspection of the device, our foreign consignee detected a burr in the lumen of the tip of the sucker. The sucker was disassembled for a closer visual inspection of the inside. It is likely when the pipe was being inserted into the tip, it scrapped the inside wall of the sucker. The device was returned for investigation. Since the event occurred during incoming inspection, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.